Event description:
A trilogy 202 ventilator device evaluation results were reported on (B)(6) 2025. There was no patient involvement, and no injury or harm reported. The device came in to the manufacturer's service center for evaluation of "o2 not working". Device evaluation confirmed an error code e-344 in the error log for o2 inaccuracy and indicated a faulty oxygen blending module printed circuit board assembly. The printed circuit board assembly was replaced to address the faulty oxygen blending module printed circuit board assembly. Device components were replaced as required by preventative maintenance schedule. Additional findings not related to the malfunction/issues: the oxygen blending module housing had incorrect labeling. The device was missing the power cord, cord retainer and threaded cap. The power cord, power cord clamp, plastic threaded cap and the housing label were replaced. After completion of maintenance and repair, the device passed final testing.